Manufacturer narrative:
This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4) ) and is related to and occurred prior to c&r#: 3003768277-08/04/2023-005-c.

Event description:
It was reported to philips that 'damage cable on wired footswitch'. This is connected to loss of image related to an allura xper fd20. There was no reported patient or user harm.